Manufacturer narrative:
This event represents a follow-up report after the revision surgery that was reported in MDR# 3004081696-2015-00014. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2015, the surgeon applied additional sutures at the sclerotomy and filled the eye with gas to treat hypotony in the patient's implanted eye. New information: the patient came in for a medical check on (B)(6) 2015 during which the implanted eye appeared stable. On (B)(4) 2015, the patient came in with hypotony (intraocular pressure not measurable), a bubble at the sclerotomy, and a choroidal detachment. The patient was taken off of cortisone medication and was prescribed non-steroidal, anti-inflammatory eye drops. During the patient's visit on (B)(6) 2015, the surgeon observed a reduction in the choroidal detachment, and the bubble at the sclerotomy had disappeared as well. On (B)(6) 2015, the patient underwent revision surgery during which the sclerotomy was re-sutured, a new (human) pericardium patch was applied, and the conjunctiva was closed. On (B)(6) 2015, the intraocular pressure (iop) in the implanted eye continued to be very low. The patient was prescribed antibiotic and atropine eye drops. The patient came in on (B)(6) 2015 during which the iop was not measurable and the patch did not appear to be healed. A complete choroidal detachment was present. The antibiotic medications were suspended, and the patient was prescribed ibopamine eye drops to increase iop as well as non-steroidal, anti-inflammatory eye drops. On (B)(6) 2015, the patient's condition had not improved. The patient underwent a revision surgery on (B)(6) 2015 during which the electrode cable was cut at the sclerotomy, the distal end of the cable was pushed into the eye, and the sclerotomy was sutured completely closed. The patient has been prescribed anti-inflammatory, corticosteroid eye drops. The patient came in for a follow-up visit on (B)(6) 2015. The patient's sclerotomy was well sutured without any leakage. The intraocular pressure was 10 mm hg. The surgeon noted that the choroidal detachment was not present, the retina was attached in all quadrants, and the array maintained its original position. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2015, the surgeon noted a small corneal edema with intraocular pressure not measureable. The surgeon also observed a choroidal detachment. The patient was prescribed steroids and eye drops/ointment to treat the event. On (B)(6) 2015, the surgeon applied additional sutures at the sclerotomy and filled the eye with gas. On (B)(6) 2015, the surgeon noted that the event was resolved.